Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated and analysis of the data has not been completed. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the right cheek and another area as well as juvéderm volift with lidocaine to the left cheek. About a month later, the patient had a surgery for a tooth implant and given amoxil. About 2 weeks later, the patient developed swelling on the right cheek with a little pain. There were no symptoms in the other area injected with juvéderm voluma with lidocaine and no reported issues with juvéderm volift with lidocaine. Patient was treated with clavulin and symptoms improved after 48 hours. There was almost nothing after 2 weeks so patient was given another treatment for a week for consolidation.